Event description:
Heartmate 3 with aortic valve replacement, tricuspid valve repair and temporary right ventricular assist device (rvad) surgery, presents with first gastrointestinal bleeding event with left ventricular assist device (lvad) therapy in the setting of international normalized ratio (inr) 2.2 on coumadin, and without aspirin therapy. Preoperatively, pt required endoscopic evaluation which revealed candida esophagitis, rectal mass (3cm), and multiple polyps. Anticoagulation was reversed and 3 units of transfused blood were required over the course of several days. Postoperative endoscopic evaluation did not identify a specific bleeding source however diverticular source is suspected given the presence of many diverticula with presence of blood in the colon.